Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the reporter.

Event description:
Additional information was obtained regarding this event. The intended procedure was diagnostic. There was no delay in the procedure. The procedure was completed but its unknown if it was completed with the subject device. It was determined that it was rubber that in the channel. The customer cleaned the channel by removing the debris. The debris was determined to come from the syringe tip. The field service engineer (fse) ensured that the customer was reprocessing the scope per the instructions for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the tip of the syringe used for manual cleaning was damaged and remained in the channel. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event: the exact date of event is unknown, however, it is speculated that it most likely occurred the day that olympus was notified of the event. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The channel cleaning brush could not be inserted well due to the blockage of the channel tube. In addition, water was out of specification due to a deformed nozzle, the adhesive part of the bending section was broken, the distal end was worn and the adhesive around the objective lens was chipped. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, there was foreign material in the channel of the gastrointestinal videoscope during preparation for use. There were no reports of patient harm and there was no delay in the procedure.